Event description:
It was reported that the patient presented to the emergency room after experiencing an episode of syncope. Upon interrogation of the device, advanced hysteresis and slow vt episodes were detected. Advanced hysteresis was disabled. The physician did not believe the patient's symptom was related to the advanced hysteresis and slow vt episodes. The patient was ok and released after programming changes were made.